Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance turning the carbohydrate feature on. Reportedly, customer stated insulin therapy via the pump and forgot to program the bolus settings. Tandem technical support guided the customer through programming the bolus settings. Customer's blood glucose level was 227 mg/dl.